Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 11 mg/dl with confusion, disorientation and the inability to concentrate associated with a short battery life issue. Reportedly, the patient discontinued the insulin pump and remained hospitalized at the time of the call. During troubleshooting with customer technical support (cts), it was revealed that the battery life was less than expected in the alarm history. It was reported that recent changes were made to the patient¿s basal rate. Reportedly, the patient had kidney failure and was awaiting a transplant. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a short battery life in the pump.

Manufacturer narrative:
Added date of event. Additional information that was inadvertently omitted from the initial MDR: the reporter noted that the battery compartment threads were stripped, and the battery cap had been replaced between 7 and 12 months prior to the alleged incident. The patient was reportedly treated with insulin via the pump, IV glucose and IV fluids. The reported basal settings adjustments were allegedly made by the patient¿s healthcare provider. Additionally, the reporter noted an unspecified issue with the pump¿s auto-off feature, however troubleshooting determined that the alleged issue did not constitute a malfunction of the pump.